Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the report of low speed/pump stoppage events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The submitted system controller log file contained data from 05sep2019 ¿ 20sep2019. The pump appeared to be operating normally with stable parameters until 20sep2019 from 7:28 am through the end of the log at 10:36 am when multiple low speed events and pump stoppages were captured, resulting in low speed advisory/hazard and low flow hazard alarms. Some of the pump stoppages lasted for several minutes and the pump was stopped for over two hours at the end of the log. In addition, yellow wrench/driveline fault alarms were captured during the pump stoppage at the end of the log. The captured reccurring low speed/pump stoppage events recorded in the submitted log file appeared consistent with potential driveline wire damage; however, the suspected driveline wire damage could not be confirmed as the device was reportedly retained by the hospital and would not returned for evaluation. Heartmate ii lvas IFU section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen for patients using the heartmate ii lvas. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was travelling in (B)(6) when their pump stopped. On the primary controller the patient was experiencing pump stop and low flow alarms, and there was no green circle indicating the pump was running. The patient switched to the backup controller, but the pump stop and low flow alarms persisted. The patient was awake, asymptomatic, alert, and oriented while travelling alone for work when they called the vad coordinator after switching the controller. They drove to the closest ER, (B)(6) medical complex, in (B)(6). Driveline damage was suspected. Upon presentation to the western plains ER the physician auscultated the patient¿s pump and did not hear a hum. The pump was confirmed to be off and the patient was started on a heparin drip. Also on (B)(6) 2019 there were multiple speed drops & pump stops while the patient was connected to battery power. The log file was suspect of a phase to phase short, and the event history captured an odd string of power cable disconnects while on battery power, possibly due to a need to replace the batteries or battery clips. At that time the patient was stable in the intensive care unit to be transferred to baylor dallas in the morning. The cause of the low flows and pump stop was confirmed to be driveline damage, which was the apparent phase to phase short again seen per the log file. On (B)(6) 2019 the patient was stable, awake, alert, and oriented with an ejection fraction (ef) of 30% per an echocardiogram. On (B)(6) 2019 the patient had an ef of 37%, and the patient declined a pump exchange. The pump had been off for 7 days. Surgeons performed a pump explant with felt plug closure of the left ventricle sewing ring and staple closure of outflow graft on (B)(6) 2019. This procedure was considered explant for recovery.